Event description:
The customer reported to the baxter sales representative an all-in-one empty container which was observed to be defective. According to the report, the bag had "two leads" and leaked a 650-ml solution of gammagard (manufactured by baxter). There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. A visual inspection was performed and no defects were observed. The container was then filled with solution, hung on a hook, and solution was allowed to flow through to an extension set. It was pressure tested at 8psi and revealed no defects. The reported problem was not confirmed. The root cause was not determined.' Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.